Manufacturer narrative:
Instrument was returned to us with one tip broken off and not returned. The missing piece was a fragment of the insert material. Inspection with a comparator indicated a bend toward the cutting edge. Microscopic examination showed typical cleavage texture indicative of a brittle failure. Because the blade had been most evidently bent and examination of the surfaces indicate brittle failure, this points to a failure brought about by high mechanical forces.

Event description:
The tip had broken off during a c-section. The pt was x-rayed and the tip was not identified.